Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad produced unspecified alarms on mobile power unit (mpu) support. System controller history interrogation performed by the hospital clinician revealed pump stoppages. The patient reported chronic shortness of breath, multiple unwitnessed syncopal events, chronic migraines, and ¿floaters¿ in vision. The patient had lost approximately 15 lbs in the prior 2 weeks. The submitted log file was reviewed by the manufacturer¿s technical services and confirmed the pump stoppages. X-rays were also submitted and revealed potential damaged shielding on the internal portion and external portion of the percutaneous lead (driveline). On 21may2018 the manufacturer¿s technical services representative performed a driveline replacement. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of pump stops and low flow events while on mobile power unit (mpu) support, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead (driveline). The submitted system controller log file captured several pump stops and low speed advisory/hazard alarms on (B)(6) 2018 and (B)(6) 2018. Low flow hazard alarms were also observed during these events, associated with the low speed hazard events. These pump stops and low speed events only occurred while the system controller was connected to an mpu. Based on previous complaint history, the observed events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 24 inches from the distal end of the metal connector to the severed end of the wires. The pins of the metal connector were free from deformation. Approximately 3 inches of rescue tape was observed, starting approximately 8 inches from the distal end of the metal connector. Upon removal of the observed rescue tape, tears in the outer silicone jacket were observed approximately 8.5 inches, 13.5 inches, and 16 inches from the distal end of the metal connector. The underlying bionate layer revealed no areas of damage; however, the bionate was slightly discolored. Metal braided shield breakdown was observed from the terminus of the bend relief through the remainder of the driveline segment, consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential testing of the driveline segment did not reveal any issues that would have contributed to the reported events. It was reported that all tests passed following the distal end driveline repair, and no issues were noted after the lvad was placed on the grounded patient cable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.